Manufacturer narrative:
Article citation: kim, nicholas h. ¿the first confirmed case of breast implant-associated anaplastic large cell lymphoma in hawaii.¿ hawaii journal of health and social welfare, vol. 78, no. 11, nov. 2019. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is fluid and alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Journal article "the first confirmed case of breast implant-associated anaplastic large cell lymphoma in hawaii" discuses that a patient underwent breast reconstruction following a mastectomy for breast cancer in (B)(6) of 2013. In (B)(6) 2015, patient presented in the emergency room with swelling in their right breast. An ultrasound guided aspiration revealed 650mls of cloudy yellow fluid. Cultures were negative. Cytology report confirmed that markers cd30+ and alk- were present. Patient had their implant removed. In (B)(6) 2018, a pet/CT showed a new nodule in the medial left upper lobe of the lungs which revealed non-small cell carcinoma unrelated to the breast cancer. Patient was treated with radiation therapy.